Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm, on the home choice (hc) unit during use with the patient connected, in dwell 2. The home patient (hp) had 2 unused lines with the clamps open. The technical service representative (tsr) explained the alarm to the hp and had the hp cycle power to the hc. The hp was unsure of restarting with new supplies. The tsr had the hp advised the hp to call their peritoneal dialysis nurse for further therapy instruction. There was patient involvement however there was no patient injury or medical intervention, associated with this event. The hp returned call to writer. The hp confirmed that she did leave the clamps open on two of the unused lines. The hp confirmed that she is ok and has continued on with her therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The assignable cause was use error; clamp was inadvertently left open by the user. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.